Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13l08012 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot number h13l08012. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the following day for the peritonitis event. The cause of peritonitis was unknown. On unreported date, the patient was treated with unknown antibiotics (dose, route, and frequency not reported). Three days after the hospitalization in the same month as the onset, the patient was discharged from the hospital. The patient was recovering from the peritonitis event and dianeal therapy was ongoing. No additional information is available.